Event description:
Customer reports strip label expiration date is 10/30/2003 while using comfort curve test strips. Batch record verification shows expiration date is 11/30/2003. Customer was using expired strips. No quality controls were run. No adverse event reported. A request was made for return of suspect product and a replacement was sent.